Event description:
Customer reported upon removing blunt cannula from y-port, the plastic port was partially pulled out and medications and fluids started leaking out of the port. No patient harm or medical intervention required. Although requested, customer stated that no additional patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.